Event description:
It was reported the patient complained of a sudden loss of stimulation which occurred approximately 2 weeks ago. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. X-rays were taken and a possible lead fracture was identified. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.